Event description:
It was reported that the device experienced shock function malfunction. There was reportedly no patient involvement. The bench tech evaluated the device and determined the power pca(printed circuit assembly) board requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device experienced shock function malfunction. There was reportedly no patient involvement. The bench tech evaluated the device and determined the power pca(printed circuit assembly) board requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.